Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of "hi" and 456 mg/dl. He retested using another meter and received a reading of 90 mg/dl. The difference between the readings appears to fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.